Event description:
For two days tpn was not infusing to the pt. Pump appeared to be working -did not alarm. Rn found bag to be full after each 12 hour shift- but did not trouble shoot the equipment. Additional labs drawn-pt dehydrated and blood sugar needed correcting. Unable to determine if the tubing was inserted correctly.